Manufacturer narrative:
A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added.

Manufacturer narrative:
The site refused to provide patient demographic information. The customer did not return the device. On 05/09/2016 a medtronic representative performed a navigation system check-out, and the system operated within specifications. No hardware parts required replacement. The issue resolved.

Event description:
A medtronic representative reported that while in a spinal fusion procedure the navigation system became unresponsive. The system was rebooted and used to successfully finish the case. There was no impact on patient outcome and there was no delay of therapy.